Event description:
It was reported that the user experienced hyperglycemia while ilet dosing was stopped, with sensor glucose values in the 300s mg/dl and an indication of disconnection from the ilet; support guided the user through data sync, factory reset, sensor scan, cartridge and tubing replacement with visible drops, new infusion site insertion, cannula fill, app pairing, and reactivation to automated mode using a freestyle libre 3 plus sensor and a steel infusion set. Symptoms included elevated blood glucose without other clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and trainer. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.